Event description:
It was reported that during a laparoscopic low anterior resection, the trocar chip was broken off when it was removed from the anvil shaft. All the broken pieces were picked up. As the trocar chip was left inside the anvil shaft, another device was used to complete the procedure. There were no adverse consequences for the patient. A nurse commented as follows; the trocar could not be removed easily, so it was removed forcibly and broken off.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.